Manufacturer narrative:
Correction to h8 (initial use of device marked in error). Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided found that the distal tip was opened but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed, based on evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during steps leading to hdpe damage. Additionally, patient factors, such as challenging anatomy (as specified in the information provided, patient's access vessel presented calcification) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our edwards affiliates in france, during a transcatheter aortic valve replacement (tavr) procedure using a sapien 3 ultra valve via the right transfemoral approach, the procedure was completed without resistance. However, upon device removal, a tear was observed at the distal tip of the esheath. The patient did not experience any injury and was reported to be in stable condition following the procedure. As per evaluation of provided imagery, it was observed the liner expanded and the distal tip torn.

Manufacturer narrative:
The investigation is ongoing.